Event description:
It was reported a patient underwent a right reverse total shoulder arthroplasty due to a failed rotator cuff repair. Subsequently, the patient underwent an open reduction for a right scapular spine fracture after developing a sudden onset of posterior periscapular discomfort. All shoulder components remain in place and the open reduction was completed with competitor plates and an unknown tibial strut allograft.

Manufacturer narrative:
(B)(4). Report source: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records and radiographs were provided and reviewed by a health care professional. Review of the radiographs identified the following: fracture of the superior scapular margin with subsequent plate and screw fixation. Anatomic alignment of the reverse-type shoulder arthroplasty. Review of the patient specific instrumentation guides in comparison with the radiographs and single reformatted CT image suggest that the orientation of the glenoid fixation on the patient is more cranial than on the guide images. This could conceivably contribute to the subsequent fracture. Medical records were reviewed by an hcp and a timeline was created: per 02-jun-2022; op report; nf-operation note rev fixation.doc right scapular spine fracture post reverse total shoulder arthroplasty, x-ray and CT scan confirmed scapular spine fracture, irreparable supraspinatus tendon tear; not reported as noted in the shoulder arthroplasty as a preexisting irreparability of the re-ruptured posterior superior rotator cuff, significant movement at fracture site; non-displaced- early callus. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.